Manufacturer narrative:
(B)(4). The field service representative (fsr) will be working with the user facility trained biomedical engineer to determine suspect components. The fsr will be sending replacement parts and the user facility will repair it themselves.

Event description:
The customer reported that during preventive maintenance (pm) of the device, the yellow battery indicator for the roller pump stays on even though on ac power. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The user facility's biomedical engineer (biomed) received replacement parts and the problem was corrected. The cause of the problem was the schottky diode. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) sent the customer parts from stock to repair the device.